Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope presented l/g lenses, c-cover and bending rubber glue chipped. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation and a correction to the initial report. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is due to component failure. However, a root cause cannot not be identified. Correction: this report was sent in error as there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.